Manufacturer narrative:
The unknown zimmer 3.7 tsv implant and the scr replace friction-fit gold & ti abut int hex (mhlas) were not received for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and product family (IFU/rmf). No per was provided. No pre-existing conditions were reported and the patient had unknown bone density. The reported device was located on tooth #11 and was implanted for an unknown duration. The customer did not provide any pictures or x-rays. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history reviews by item number were conducted for the (tsv implants) dating back to 12 months from now. The complaint history reviews revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged drive feature & does not disengage/release) or devices (mhlas and unknown zimmer 3.7 tsv implant). Therefore, based on the available information, device malfunction could not be verified for either devices and the reported events were non-verifiable as the devices were not able to be inspected and the conditions of the devices during the reported events are unknown. Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter email address: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that during clinical procedure screw was stripped, when trying to remove the screw it got stuck within an unknown zimmer implant. No serious injury has been reported as implant remains implanted. Patient will return to complete procedure. Tooth location 11.